Event description:
Healthcare professional reported via device tracking "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device information was listed as sn (B)(4) for right side. Reason for reoperation: rupture.